Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other starclose se device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6fr sheath after a peripheral interventional procedure. Reportedly, sheath carving occurred during advancement of the thumb advancer of the starclose se device. Vessel access was retained and a second starclose se device was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.